Event description:
A customer contacted beckman coulter inc., (bci) and reported that low anion gaps were detected by the operator on unicel dxc 800 pro synchron clinical systems. It is unknown if sodium (na), chloride (cl), and/or carbon dioxide (co2) patient results were affected. The ise system was recalibrated and qc samples were run. The patient samples were repeated. The anion gaps were higher and these results were reported out of the laboratory. Patient results were not provided. No false results were reported out of the laboratory. Patient treatment was not affected.

Manufacturer narrative:
The ise system is routinely calibrated every 8 hours followed by qc run. Prior to this event ise results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and replaced the sample syringe. As of (B)(6) 2010, the ise system was operating within specifications. A clear root cause for this event has not been determined.